Event description:
It was reported that during patient care, the autopulse resuscitation system displayed a user advisory 41 (patient temperature sensor failure) message that could not be cleared. Customer reverted to manual CPR. No adverse patient sequelae was reported. Manufacturer has requested additional information however customer did not have any additional details and stated that the device will be returned for investigation.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 09/11/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.